Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes stopper is coming off during use. The following information was provided by the initial reporter: material no. 369714, batch no. 9158974. (1 of 2). It was reported that the stopper is coming off during draw. The customer has experienced the stoppers coming off during draw. Date of event: (B)(6) 2019, one occurrence. Spoke with the phlebotomist. She explained that this happened 2 times. When she attempted to remove the coag tube from the holder, she noticed that the tube was separating from the stopper. So to prevent a mess and blood exposure, she pushed the tube back onto the stopper, removed the tourniquet, and removed the needle from the patient, and then removed the needle from the holder to allow the intact tube to be removed from the holder.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes stopper is coming off during use. The following information was provided by the initial reporter: material no. 369714 batch no. 9158974. (1 of 2) it was reported that the stopper is coming off during draw. The customer has experienced the stoppers coming off during draw. Date of event: (B)(6) 2019, one occurrence. Spoke with the phlebotomist. She explained that this happened 2 times. When she attempted to remove the coag tube from the holder, she noticed that the tube was separating from the stopper. So to prevent a mess and blood exposure, she pushed the tube back onto the stopper, removed the tourniquet, and removed the needle from the patient, and then removed the needle from the holder to allow the intact tube to be removed from the holder.